Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance and fluctuations in defibrillation impedance with values in the high range. A possible fracture was suspected. The implantable cardioverter defibrillator (ICD) which was recently implanted had high impedance values when the leads were first plugged in, but then were fine after being checked and plugged back in. Now at the patient's follow up, it had the same impedance issue. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2007. (B)(4).